Event description:
Customer reports the advantage system produced an undosed result of 46.1 (states he inserted a clean strip and 46.1 displayed; no indication if he saw mmol/l). No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.